Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that nothing more was known about catheter position. It was reported that the physician stated he believed the catheter was positioned in such a way that wouldn't let fluid be drawn back but that it could still move forward. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the catheter position was good. It was reported that there was normal flow from the catheter. It was reported that the catheter was in good position and no repositioning was needed. No further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial: (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pain was not changing even after decreases. The hcp accessed the side port but was unable to aspirate from the catheter access port. It was reported that a dye study was not done. The hcp reported they would continue to monitor the patient, but didn¿t believe there was anything to worry about at that time as residuals had been matching. No further course of action was taken. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the physician believed that the cause of the inability to aspirate from the catheter access port (cap) was how the catheter was positioned in the space. It was reported that several attempts to aspirate were tried including a smaller syringe. It was reported that the inability to aspirate from the cap had not been resolved. It was reported that the patient's weight at the time of the event was unknown. No further complications were reported.